Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on the "prepare for fill" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support the screen was able to be cleared. In addition, it was reported that the customer had elevated blood glucose levels (267 mg/dl). Reportedly, elevated blood glucose levels are due to the customer running out of insulin in their cartridge as expected and not having supplies with them at that moment to load a new cartridge. Customer delivered a bolus to stabilize blood glucose levels.